Event description:
Customer reported during removal of the wire out of the collet, a black liquid was detected on the wire and collet. The device had been used during surgery. The customer reported that the event did not cause any surgical intervention, and the procedure was completed as planned with no adverse consequences reported.

Manufacturer narrative:
The device was rec'd for eval. No evidence of black liquid coming out of the collet was observed and the product conformed to spec.